Event description:
Customer reported the insulin pump alarmed button error. Customer reported she took out the battery, reinserted, and the device alarmed unexpected restart. Customer's blood glucose was 211 mg/dl. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. Customer was unable to troubleshoot for unexpected restart because the buttons were not responding. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The act button did not respond due to a flattened button dome switch. No unexpected restart alarm could be verified due to the unresponsive button. The insulin pump was received with minor scratches on the display window, cracked display window corners, and a cracked reservoir tube lip.